Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during an l2-pelvis fusion case, with the frame on s1, the physician reported an alleged inaccuracy by 2 cm on l2, l3, l4 and l5. The manufacturer representative (rep) reported that 2 spins were performed, instruments were re-verified, multiple instruments were attempted and the issue still occurred. The rep reported that the pelvis area was accurate but l2, l3, l4, and l5 were allegedly inaccurate. The physician continued the case with x-ray-fluro. This issue caused less than 1 hour surgical delay. It was unknown if there was an impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 1.2.0, ubd: , UDI#: h3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the logs and observed there are no errors captured for the cause of inaccuracy and no other errors observed. Reviewed the archive and it has 2 images. I could see the projections in the archive. 4 instruments are added to the surgery. Based on the information provided suspect movement of anatomy relative to frame during screw placement, but there is no way to confirm this. Logs and archives cannot capture this information so would not be helpful. H6: b01, c19 and d15 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.